Event description:
Procedure type: urological. According to the reporter: while closing the vaginal cuff in the tlh, the tip of the needle of the device broke. The tip has to be about 1mm small and never was located. At the end of the procedure, the pt was x-rayed and it was found that the needle was not left inside. The surgeon believes that the tip was either suction / irrigated out or came out with the device itself. The vaginal cuff was closed using another device without any issue. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time.